Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed dates from (B)(6) 2015 - (B)(6) 2015, (B)(6) 2007 - (B)(6) 2007, (B)(6) 2015 -(B)(6) 2015. The available data showed evidence of a partially discharged battery being installed following a replace battery alarm. A visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. No battery cap was returned with a pump; all testing was done with a test cap. The test cap was unable to fully tighten on to the pump. The pump¿s current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Unrelated to the complaint, the pump case was cracked in the upper right hand corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.